Event description:
The customer reported to olympus, the image was flickering and the rubber coat was broken on the uretero-reno videoscope. Inspection of the returned device found a broken bending section and the bending section cover had been perforated. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. The bending section was broken and the bending section cover had been perforated. The bending section came off showing a significant metal exposure that caused the perforation. There was no proper image displayed when connecting the subject device to the testing video processor because the charged coupled device (ccd) was faulty. This resulted in noise and visible vertical lines from top to bottom on the screen. Dried residue of prior moisture was also found inside the bending section cavity suggesting humidity intrusion had occurred, which may have caused irreversible damage to the ccd sensor. When inspecting the angulation direction on the angle plate, the values read 180° (up direction), and 180° (down direction). The bending angle of each direction was below the specified value, but the bending section could be straightened and return to the neutral position. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
Additional information was obtained regarding this event. The failure was found during reprocessing. Reprocessing is not performed in-house. There was no problem during the procedure.

Manufacturer narrative:
Correction: the aware date of the initial medwatch was 28dec2022 and not 26jan2022. This supplemental report is submitted to provide the results of the final legal manufacturer¿s investigation, additional information from the reporter, and the device history record (DHR) review and applicable corrections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications upon release. Based on the results of the investigation, it is likely that the following led to the malfunction: excessive force was applied to the bending section and the bending tube broke. Per the device evaluation, there was perforation of bending section cover and breakage at the bending tube. Complaint history also indicated that when similar failures it occurred, the excessive force was the likely applied to the bending section cover and the bending section tube was broken. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following the instructions for use (IFU): ¿precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ users can decrease/prevent the suggested event by handling the device in accordance with the following IFU. ¿do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ investigation activities have been opened to manage the actions related to this issue and any required MDR reporting olympus will continue to monitor the field performance of this device.